Event description:
It was reported that the patient developed a headache on (B)(6) 2022. A computed tomography was performed and found intracranial bleeding in the right hemisphere. The patient was on warfarin and aspirin. The bleeding was thought to be due to anticoagulation treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6). Post office box or zip code: (B)(6).

Event description:
Additional information: it was reported that conservative treatment was attempted by withdrawing the patient from warfarin and aspirin. The event resolved and the patient was resumed on warfarin and discharged from the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.